Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not recognize a battery pack. Upon evaluation, there was contamination on the battery board and the u13 processor was shorted. The cause of the inability to recognize and charge a battery pack is the contamination and shorted processor. The cause of the shorted processor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it would not charge the battery packs.